Event description:
It was reported that a user was unable to scan a connected freestyle libre 3+ sensor in the ilet bionic pancreas app, which was resolved after force-closing the app, reinstalling it, re-pairing the ilet pump, and rescanning the sensor; the scan subsequently succeeded and the sensor warmup continued. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of sensor communication and continued operation without health impact. User support included guided troubleshooting, including app restart, app reinstallation, device re-pairing, and sensor rescanning. Investigation of this case revealed an app-to-sensor communication failure that was corrected through software and connectivity reinitialization steps, indicating a transient software or pairing issue affecting the app interface with the sensor component. It was concluded, based on previously established findings for similar reports, that the cause was a transient software communication issue resolved by standard troubleshooting.